Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by an edwards field clinical specialist, a 23mm sapien 3 ultra valve was deployed in the aortic position via the transfemoral approach. Difficulties were encountered during the advancement of the valve and delivery system through the esheath plus. The sheath did not appear to expand properly resulting in excess force being applied to advance the valve. The valve was successfully deployed. Following the removal of the devices, a dissection in the common femoral artery was observed. A covered stent was placed to repair the dissection. At the time of the report, the patient was in stable condition. The valve remains implanted in the patient.

Manufacturer narrative:
The esheath+ was returned to edwards for evaluation. Visual inspection revealed the following: liner is fully expanded, and distal tip opened as designed. There are 2 kinks on the sheath shaft (most-likely due to packaging). Functional or dimensional testing was not performed due to the condition of the sheath (liner expanded and tip opened as designed). A 3mensio imaging was provided and revealed that there as tortuosity in the patient's access vessel. In addition, there was imaging of where the reported difficulty was experienced at the distal end of the strain relief. The IFU/training mitigations/controls relevant to the reported issue (difficulty advancing the commander delivery system with s3u/s3ur crimped valve through the esheath/esheath+ resulting in a high push force) is captured in a product risk assessment. Edwards has provided guidelines and instructions to physicians on how to properly handle, prepare, and use the thv and system in the IFU and training materials. The users are instructed on how to screen patients to ensure adequate vessel access and to reduce vascular complications. In addition, a step-by-step instruction on how to insert and advance a delivery system through the sheath including mitigation steps and best practices to address high push force are provided. The users are instructed to correctly orient and lock the delivery system in default position before insertion and for the loader to be fully advanced into the sheath. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion, and in expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve and sheath are damaged or valve is still stuck, remove valve and sheath together as a single unit and replace, and do not over-manipulate the sheath at any time. In case of vascular injury, vascular complication management instructions are included for resolution. Based on the review, no IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for resistance between system components with difficulty advancing through sheath was confirmed per evaluation of the returned device. As no lot number was provided, reviews of the DHR and lot history were unable to be performed. However, no manufacturing nonconformance was identified during evaluation. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. The event for sheath does not expand was not confirmed as the alleged physical defect is not present on the returned device. As reported, 'the distal semi-expandable portion of the e-sheath+ appeared to not expand properly causing excessive push force when introducing the valve and delivery system.' However, per evaluation of the returned device, the sheath was fully expanded, as designed and no abnormalities were noted. Furthermore, 3mensio shows tortuosity within the patient's access vessels. Per IFU/training manual 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification.' Tortuosity can subject the sheath to sub-optimal angles that can lead to non-coaxial advancement of the delivery system. Non-coaxial advancement increases friction/resistance between the delivery system, crimped valve, and sheath. In this case, available information suggests that patient factors (tortuosity) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time. A product risk assessment has been previously initiated to capture the risk assessment. In this case, a vascular dissection occurred and was possibly due to procedural factors (device manipulation) and/or patient factors tortuosity of the access vessel that may have contributed to the complaint event.